Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness of the tip body was not maintained, liquid leakage was recognized in the light guide bundle, the adhesive on the distal end cover had come off, the bending angle was insufficient, the angle knob had play, the curved rubber adhesive was missing, the adhesive around the air/water nozzle had come off, the adhesive on the lighting lens had come off, the up/down knob was not fixed securely, and the suction cylinder was scraped. Scratches were found on the tip cover, the up/down knob, the up/down angle fixing lever, the right/left angle fixing knob, the operation part, the switch box, the operation unit cover, the right/left knob, the grip, the universal cord, the scope connector, and the scope connector joint case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had the image temporarily darkened. Inspection and testing of the returned device found the adhesive on the nozzle was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the glue around the air/water nozzle and glue of the light guide lens peeled off due to stress of repeated use, external factors, or handling . The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.